Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a high erroneous result for 1 patient sample tested for troponin t hs (high sensitive) on a cobas 6000 e 601 module. The erroneous result was reported outside of the laboratory. The initial troponin t hs result was 0.113 ug/l (sample a) with a data flag. A new sample was drawn an hour later and the troponin t hs result was 0.005 ug/l. On (B)(6) 2017 another new sample was drawn and the troponin t hs result was 0.005 ug/l. Sample a was then retested on (B)(6) 2017 due to the observed discrepancy in results and a troponin t hs result of 0.004 ug/l was obtained. It was noted that the patient was in the emergency department and later admitted into the intensive care unit, but there was no allegation of an adverse event. The troponin t hs reagent lot was 245180 with an expiration date of 30-sep-2018. The field engineering specialist found when he performed performance testing one of the measuring cells failed testing. He replaced the measuring cell. He performed performance testing and everything looked alright. A general reagent or instrument issue can most likely be excluded. Possible root causes include insufficient electromagnetic interference laboratory compliance, insufficient sample quality, insufficient maintenance, contamination of the environment with the analyte, and bubbles or foam present on the reagent.

Manufacturer narrative:
Evaluation codes updates to reflect that a true root cause could not be identified.